Manufacturer narrative:
Concomitant medical products: 500dm29 mechanical valve, implanted (B)(6) 2007.

Event description:
It was reported that there was suspected occasional undersensing occurring on the right atrial (ra) lead. The atrial sensing threshold measurement was noted to be below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.